Manufacturer narrative:
According to the complainant the device will not be returned for investigation. It was reported the patient was unsure if the cannula inserted correctly into the infusion site or if the adhesive pad was sticking well. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported the patient¿s blood glucose level reached 16 mmol/l (288 mg/dl). The pod was worn between 5 and 24 hours on the arm. It was noted that the patient was unsure if the cannula inserted correctly into the infusion site or if the adhesive pad was sticking well. Bleeding and bruising observed at the infusion site. Hyperglycemia treated with a new pod.